Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The end user has reported that patient returned back for revision because loosening happened in tibia and femur. It was also reported that infection was not recorded.